Event description:
It was reported that following the implant of the device, the therapeutic effect was good. As of about one month prior to the date of this report, the patient didn¿t feel stimulation. The physician was unable to determine the cause of the event. It was noted the patient did do strenuous exercise, similar to a squat prior to the event. Trial leads were implanted on (B)(6) 2015 as temporary stimulation and the patient¿s symptoms had been improved. ¿sacral neuromodulation leads¿ were implanted on (B)(6) 2015 and the implantable neurostimulator was replaced with a new one on (B)(6) 2015. Following the replacement, the patient was ¿good.¿ a follow up report will be sent if additional information is received.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Concomitant medical products: product ID: 3095-10, serial# (B)(4), product type: extension. Product ID: 3889, product type: lead. Product ID: neu_perc_extension, product type: extension. (B)(4).